Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient was seen in clinic on (B)(6) 2024 and the patient's device was reprogrammed. The patient was asymptomatic as a result of the event. The patient will continue to be monitored remotely.